Event description:
On (B)(6) 2025, it was reported that the user experienced a seizure during a severe low blood glucose (bg) event on or around (B)(6) 2025. Ems was called, and the user was treated in the emergency room and released the same day. The lowest recorded bg was 45 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.